Manufacturer narrative:
Eval result: fowler, gas spring trip.

Event description:
It was reported by svc report that the fowler will not go all the way down. No pt involvement or adverse consequences are reported.